Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and loss of capture. It was found that the lead had dislodged. Surgical intervention was taken to revise the lead. The lead remains in service. No additional adverse patient effects were reported.